Event description:
A representative from the food and drug administration contacted (B)(4) via mail regarding a product complaint on (B)(6) 2013. The representative reported that the patient experienced an important medical event as a result of the ez breath atomizer not functioning properly. The patient was using the device to help relieve asthma symptoms. No other information was available concerning this investigation.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.